Manufacturer narrative:
See incident description for device evaluation.

Event description:
Device evaluation: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing; the reported issue was confirmed. The test strips were found to have scrap top tape over the electrodes. On (B)(6) 2019, the reporter contacted lifescan USA alleging that ¿some¿ of the patient¿s onetouch ultra test strips didn't ¿have black and white strips on the strip, only blue label¿. This complaint was initially ruled our because information obtained during the initial call did not reasonably suggest a malfunction had occurred. There was no allegation of an adverse event as a result of the reported issue.